Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint valve does not seal on annulus, significant leak flow observed (pvl) was confirmed with other empirical evidence. No device information was able to be obtained for this complaint event. Therefore, a device history record review was unable to be performed. Patient factors such as annular sizing, leaflet plastering, rv lead adhesion, and/or papillary muscle high, can be contributing factors to a paravalvular leakage event. Additionally procedural factors such as lack of leaflet capture, incorrect trajectory, incorrect positioning, and/or incorrect depth can also be contributing factors to the occurrence of a paravalvular leakage event. However, since there was no imaging provided a definitive root cause cannot be determined. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. It was reported that the evoque valve failed due to paravalvular leak (pvl). A sapien 3 was successfully implanted, and patient was alive at the end of the procedure.